Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay performed using an unknown sample type. The customer clarified that it was a covid-19 patient who was to be tested to determine the end of quarantine. The patient took an ag test at a pharmacy and received a negative result , then took an ID now covid-19 assay and received a positive result. No further pcr test was performed. The patient was released from covid-19 quarantine, since current italian regulation allows end of quarantine upon any negative test result, either pcr or ag. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.